Manufacturer narrative:
Internal file number - (B)(4). Correction: it was initially reported that the device would not be returning for analysis. Subsequent information revealed that the device was returned for evaluation. Correction: method code 4115 removed; method code 10 added. Evaluation summary: visual inspection was performed on the returned unit. The stent dislodgment was confirmed. The failure to advance and difficulty removing were not tested as they were based on procedural circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined that the reported difficulties are related to circumstances of the procedure. Based on the reported information, the failure to cross was likely due to anatomical conditions. Additionally, after the failed attempt to advance, it is likely that the stent became compromised on the balloon and during withdrawal, the stent dislodged from the balloon as it became stuck on the distal end of the guiding catheter. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in a subclavian artery. An unspecified .035 guide wire and unspecified 3x20mm balloon catheter successfully crossed the lesion for pre-dilatation. A 9x29mm omnilink elite 35 stent delivery system was advanced over the same guide wire, but failed to cross the lesion due to anatomy. The stent dislodged onto the guide wire and was attempted to be removed, but the stent got stuck with an unspecified 8 french guiding catheter, a snare was used to retrieve the stent. A 8x29mm omnilink elite stent was used to successfully complete the procedure. There were no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Correction: MFR site registration #. Correction: device evaluated by MFR - it was initially reported that the device would be returned for analysis: however, the device was not returned. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The instructions for use, states: the omnilink elite peripheral stent system is indicated for the treatment of de novo or restenotic atherosclerotic lesions in protected peripheral arteries and palliation of malignant strictures in the biliary tree. In this case, it could not be determined that the off-label contributed to the difficulty. The investigation determined that the reported difficulties are related to circumstances of the procedure. Based on the reported information, the failure to cross was likely due to anatomical conditions. Additionally, after the failed attempt to advance, it is likely that the stent became compromised on the balloon and during withdrawal, the stent dislodged from the balloon as it became stuck on the distal end of the guiding catheter. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.